Manufacturer narrative:
Additional information: patient ID, age and gender provided.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the imaging system prompted motion calibration. The motion calibration was then performed and was reported to have resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, an in/out calibration error occurred on the imaging system. It was reported that a red x appeared prior to performing an image acquisition on the patient. The representative reported that the imaging system was in standalone mode when the gantry door was closed around the patient. The leds on the imaging system gantry were reported to not be in the appropriate position for an image acquisition. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.